Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr d/l provena powerpicc solo catheter. Usage residues were observed throughout the sample and needleless injection caps were attached to both luers. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) hydraulic pressurization of the sample. Tactile inspection of the sample was unremarkable. Microscopic inspection of the sample did not reveal any evidence of leakage or damage. No device deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time.

Event description:
It was reported that two patients had serious drainage but no clot under ultrasound. This report addresses the first patient.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reep1070 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported that two patients had serious drainage but no clot under ultrasound. This report addresses the first patient.